Event description:
As reported to coloplast though not verified, report of mesh erosion, pain, dyspareunia, and chronic infection.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Device not returned.